Manufacturer narrative:
(B)(4)

Event description:
It was reported that during interrogation the pulse generator exhibited intermittent telemetry issue. The device could not be programmed as device continued to download of data and episodes. No adverse events to patient, no intervention was reported.